Event description:
Artifact present during AED deployment. (B) (4)

Manufacturer narrative:
Method: ECG evaluated for this incident. Result: artifact present during eval. Conclusion: this report is being filed because it cannot be concluded that recurrence would result in an adverse event. Device labeling provides instructions for addressing artifacts.